Manufacturer narrative:
Evaluation: a demo iab, s/n i1090955, and an insertion kit (lot pu) were returned for evaluation. Both items were returned within a partial user carton (no carton lid was present). Probable cause of difficulty: based on the condition of the returned items, it is not possible to determine the exact nature of this reported complaint. Shipping documentation shows that the original and sterile iab (s/n j1368022) associated with the returned insertion kit was shipped to the facility on 8/24/95. One can only speculate on how the insertion kit became associated with the demo balloon since demo balloons shipped from co do not have these kits present. Although conjectural, co does know of instances where an account may require a second iab in an emergency situation and the iab is taken from another kit, leaving the user carton - and the insertionkit - on the shelf. There is also the possibility of pilferage. Co can only speculate on what may have occurred. Since co does take the position that the customer is always correct, the facility was given a free balloon.

Event description:
The customer ordered a 40cc. Iab s/n j1368022. When the nurse manager opened the carton to place an item inside, a 34cc. Demo iab was noted to be in the box. (Event complications: unk-reported 11/19/96). Pt's current status: unk-rpt'd 11/19/96.